Event description:
A tandem mobi cartridge alarm was reported by the caller. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to remove the cartridge and administer a bolus, which was completed successfully. The caller was able to reload the original cartridge and resume normal insulin therapy, resolving the issue.